Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain, increased metal ions and mobility problems. Part/lot information provided. The patient was implanted on (B)(6) 2005 and revised on (B)(6) 2012 due to metallosis. This complaint is for the left hip. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The patient¿s anatomy was out of the ordinary. There are no x-rays available to check potential placement, abduction angle or version following the initial implant surgery. She lacked the normal soft tissue support as well and was relying on previous extensor reconstructions. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain, increased metal ions and mobility problems. Part/lot information provided. The patient was implanted on (B)(6) 2005 and revised on (B)(6) 2012 due to metallosis. This complaint is for the left hip.